Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a couple bladder infections after the implant. The first one was in (B)(6) 2018, and the second one was in (B)(6) 2018. The caller stated they had since been tested and it came back negative for infection. No further complications were reported.